Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta dilatation catheter received for evaluation. During visual analysis the balloon fiber material unraveled in the middle part could be observed. No other anomalies were noted. No further functional testing was performed. In the return sample sample analysis could noted the balloon material unraveled and no evidence of difficult to remove was noted. Hence the investigation was confirmed for the material unraveled and inconclusive for the reported difficult to remove. A definitive root cause for the reported difficult to remove, material unraveled issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2027), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure via the left arm graft, the pta balloon allegedly had some issues during the pull out. It was further reported that it looked like some striations of the balloon had allegedly come off but was still attached. There was no reported injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2027). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure via the left arm graft, the pta balloon allegedly had some issues during the pull out. It was further reported that it looked like some striations of the balloon had allegedly come off but was still attached. There was no reported injury.